Event description:
Boston scientific received information that a high right ventricular pacing impedance measurement was received. There had been fluctuations in shock and pacing impedance over a long period of time, but because r-wave measurements have been stable, the decision was made to wait and monitor the lead. The patient is not dependent on rv therapy, and no adverse patient effects were reported.

Event description:
Later, additional information was received that the right ventricular (rv) high pacing impedance could be replicated while the patient stretched his arms above his head. Daily measurements showed that the rv high pacing impedance fluctuated between 500 ohms and <2000 ohms. Noise was also noted on the electrogram (egm), and the shock impedance was stable. A system revision procedure was done. Visual inspection of the device header noted that this lead's terminal pin was sticking out of the header more than 1mm. While the lead was still in place, the physician gently pulled on the lead and it was firmly connected. While manipulating the lead, measurements were taken and all were stable. There was no noise or other artifact seen on the egm. The lead was disconnected and replaced with a new lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.